Event description:
The customer observed architect error message 1051 (unable to calculate result, absorbance exceeded optical limits) when clinical chemistry alkaline phosphatase reagent lot 71628un10 was in use. The customer stated samples gave this error intermittently and therefore, they were unable to report results. The customer was advised to perform some troubleshooting procedures to resolve the issue. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.